Event description:
It was reported to boston scientific corp. In 2008, that 13 days after placement, the tube to y-port connection of a corflo cubby low profile gastrostomy device leaked. The device was replaced with another corflo cubby low profile gastrostomy device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Although, the complainant has indicated that the suspect device is being returned for eval, it has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined.